Event description:
It was reported that the left ventricular (lv) lead dislodged several times during the implant procedure. The patient had severe tr (tricuspid regurgitation), and the placed lead was vigorously shaken by the regurgitation. Additionally, the diameter of the right atrium was dilated which contributed to the dislodgement. The lead was removed. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.